Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned device. Functional testing observed a successful engagement of the deflection mechanism, as the sheath was able to achieve and maintain its intended curvature. Device interaction between the sheath and its dilator was successful as the insertion of the dilator was observed to interface smoothly with the sheath. Microscopic imaging of the sheath and dilator identified that the tapered edge of the sheath tip exhibited increased thickness of the black silicone material. This defect produced a pronounced step transition at the distal interface, which impeded smooth insertion of the sheath and dilator into patient anatomy.

Event description:
During a pulsed field ablation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. It was reported that the sheath was unable to cross the septum to the left side of the atrium via transseptal puncture hole. The physician attempted to remove the sheath from the patient and cross with just the dilator, which was successful. The dilator was then removed and the faradrive sheath was inserted again, but the faradrive sheath was again unable to cross the transseptal puncture hole. No physical damage was observed on the sheath or dilator. The faradrive sheath was replaced with a new faradrive sheath, which was able to cross to the left side without issues. The procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. It was reported that the sheath was unable to cross the septum to the left side of the atrium via transseptal puncture hole. The physician attempted to remove the sheath from the patient and cross with just the dilator, which was successful. The dilator was then removed and the faradrive sheath was inserted again, but the faradrive sheath was again unable to cross the transseptal puncture hole. No physical damage was observed on the sheath or dilator. The faradrive sheath was replaced with a new faradrive sheath, which was able to cross to the left side without issues. The procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for analysis.